Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient with 4-lead ECG electrodes for cardiac monitoring. According to the reporter, the device intermittently alarmed ECG leads off and would not monitor the patient's ECG. The patient was transported to the hospital and and no adverse affects were reported as a result of the alleged malfuction.